Manufacturer narrative:
(B)(4). Batch # t9270n. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic total prostatectomy, the handle was stuck and the jaws became not to open/close when the knife was almost fully advanced while sealing the target tissue. Because the jaw clamping the tissue was not opened, the electric scalpel cut the tissue around the tip of the jaws and the device was removed from the patient. There was no tissue damage, because the margin of the sealing tissue was cut. The procedure was not converted to open. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t9229e. Device manufacture date is 1/18/2019. Investigation summary: the device was received with the jaws stuck closed with tissue in the jaws. The jaws were forced to open to test the device. Once the jaws were opened and cleaned, the device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.